Event description:
Device #2. Liver tumor embolized with nine syringes of 40 micron embozene microspheres and one syringe of 250 micron embozene microspheres. This was the fourth embolization of the same target tumor over approximately 12 months. After embolization, the tumor ruptured, and patient experienced excessive bleeding at tumor site. Patient expired following bleeding and liver failure. "Vessel or lesion rupture and hemorrhage" is listed as a possible complication in section 4.1 warnings of the embozene microspheres IFU. Despite several requests, celonova has been unable to secure product lot number information. (B)(4). An additional report, 3006499751-2012-00003, has been submitted for the 250 micron microspheres.